Manufacturer narrative:
The reported event of an infusion complete alarm could not be confirmed. No devices or event logs have been returned for this investigation. No further investigation of this event is possible at this time using the customer provided picture alone. The root cause of the customer's experience was not identified.

Event description:
The customer reported an infusion complete alarm during a propofol infusion when there was an unspecified amount of medication left in the bottle and a screen that read "the current infusion has completed." The infusion was reprogrammed in order to complete the bottle and there was no patient harm.